Event description:
It was reported that during a procedure of a straight forward ostial right coronary artery (rca) lesion, the 3.5 x 15 mm multi-link 8 was deployed and post-inflation, resistance was met when attempting to pull-back the stent delivery system (sds). The balloon was stuck with the stent. The sds was advanced then retracted and was removed from the anatomy without issue. There was no reported patient sequela. It was suspected that the balloon may have dislodged the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stents remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Difficulty removing the stent delivery system (sds) post deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. The sds, indeflator, and guiding catheter used in the procedure were not returned, which may have aided in the investigation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Without the product to examine, a definitive cause for the reported difficulty removing the sds cannot be determined. In manufacturing, all sds are 100% inspected for proper balloon fold configuration and damage, and a sampling of units is destructively tested for proper stent deployment and balloon deflation.